Event description:
I have had two children and so my husband and I thought it was time to get fixed. I had my mind set on the essure. I set up an appointment to get the procedure and the doctor asked me if I would rather just have my tubes tied. I told him no, I wanted something irreversible. So the day came to get the essure procedure. It was a really simple in and out procedure; two vicodin and I didn't feel a thing. I thought everything was great, but then I started to notice my lack of energy and being tired all the time. Major fatigue had kicked in. Then I started getting moody, which I'm usually a really easy going person. My periods seemed like they never stopped. Spotting in between periods and then having my actual period for a good week and a half or two when normally they would last at most a week. Then the headaches started, I'm not one to get headaches but I would wake up with one very other day. Cramps are another thing I never ever had (was really lucky growing up) but now I'm in pain a lot. I take tylenol for the pain and midol for it. Nothing is killing the pain. My sex drive completely disappeared and I mean completely. Intercourse is not enjoyable; it is to the point of hurting. Also during the night I wake with hot flashes. All these symptoms have started to occur or worsen after my procedure.